Event description:
It was reported that tandem mobi pump issued cartridge alarm and customer contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove cartridge, deliver 9-unit bolus with understanding that insulin on board would be affected, then reload original cartridge, and customer successfully completed bolus, reloaded cartridge, and resumed insulin therapy, so issue was resolved without further action.